Event description:
The customer received a control test result of 240 mg/dl. The control limits are 106-146 mg/dl. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.